Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since an instrument path (incl. Burr hole) was applied in a different location in the brain than intended with the brainlab device involved, despite according to the hospital and laser ablation system representative: a diagnostic biopsy sample could be obtained (radiation necrosis). The deviation in location of burr hole and biopsy seems acceptable. Laser ablation could be performed (with suboptimal coverage of lesion). There is no current clinical data to show that performing subtotal litt is associated with poorer outcomes than performing total litt of a lesion. Inaccurate bolt placement is potentially reversible in its effect as the laser probe can be used to direct laser heat away from normal tissue. No further negative clinical effects were reported, nor remedial actions that would have been necessary/planned/done according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of applied instrument path incl. Burr hole (deviation in entry point 6.36-10.2mm, in target point 3.13-5.43mm) from the planned trajectory/position is a combination of the following main factors: less than ideal registration due to registration points not acquired exactly at the planned center of the donut markers, as required, and/ or the position of the donut markers changed in comparison to the scan (e.g. Moved on the skin or skin shift was introduced through the head clamp). This caused the navigation software to not find an as accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and actual patient anatomy. Movement of the patient's head in the non-brainlab head holder and/or the navigation reference array due to insufficient rigid fixation or inadvertent forces after draping during the surgery and before incision was made and the varioguide was used to drill/make the burr hole, secure the bolt and insert the biopsy needle. Relative movements between the reference array and the patient's head after registration cannot be compensated by the navigation. Apparently the resulting deviation of the navigation display was not detected by the user before making the incision and using the varioguide, with the necessary continued user verification of accuracy after draping and throughout the surgery not sufficiently performed. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery (on (B)(6) 2020) for biopsy and laser interstitial thermal therapy (litt) of a brain metastasis, with approximated tumor volume of 7.04 cm³, located approx. 5 cm in depth, was performed with the aid of the brainlab navigation software cranial 3.1.4. Preoperative mr t1 and mr t2 scans were acquired on the day of the surgery, to use with navigation. Aid of navigation was used to determine the entry point, to perform the biopsy, and to place the non-brainlab bolt (bone anchor to guide the laser probe). During the procedure the surgeons: positioned the patient in supine orientation in a non-brainlab head holder and attached the unsterile 4-sphere standard reference array. Performed the initial patient registration on the preoperative mr t2 using standard / paired point registration (by acquiring registration points on donut registration markers placed on the patient's skin using the softouch), to match the display of the navigation to the current patient anatomy. Planned/saved a trajectory (within the brainlab navigation software cranial using the pointer). Noticed that one component was missing that connects the head holder to the reference system, added this component. Performed a 2nd registration (paired point), and accepted the result after verification of registration accuracy (using the reliability map, and using the pointer and softouch on anatomical landmarks). Marked the entry point on the skin and made the skin incision. Setup the varioguide and aligned it to the planned trajectory. Solved line of sight issues by moving the camera farther from its original location placed a non-brainlab drill through the varioguide, and created a small opening in the skull, and pierced the dura. Attached a non-brainlab driver to the end of the bolt and inserted both through the varioguide to fixate the bolt in the patient skull. Inserted a stylet (non-navigated) into the bolt to create a pathway to the intended target point. Swapped varioguide guide discs (to accommodate the size of the biopsy needle) (without realigning the varioguide). Inserted the brainlab-distributed biopsy needle through the varioguide and bolt collected tissue samples which returned a diagnostic result (radiation necrosis) placed the robotic probe driver and inserted the laser probe, without aid of navigation obtained an intraoperative MRI scan and detected a deviation of planned trajectory versus probe trajectory. Proceeded to perform laser ablation despite the deviation (the laser probe was used to compensate for it by directing laser heat away from normal tissue). According to the hospital and the laser ablation system representative: a diagnostic biopsy sample could be obtained (radiation necrosis). The deviation in location of burr hole and biopsy seemed acceptable. Laser ablation could be performed, with suboptimal coverage of the lesion (estimation is 40% instead of closer to 100%). There is no current clinical data to show that performing subtotal litt is associated with poorer outcomes than performing total litt of a lesion. Inaccurate bolt placement is potentially reversible in its effect as the laser probe can be used to direct laser heat away from normal tissue. Still, the accuracy of the navigation is paramount to optimally perform litt for intracranial lesions. No further negative clinical effects were reported, nor remedial actions that would have been necessary/planned/done.